Event description:
The following information was reported: they used the buddy wire technique, the balloon from the device lost pressure at the arteriotomy. They removed the device and attempted to use a second device which also lost pressure at the arteriotomy. Calcium was noted. Manual pressure was applied for less than 30 minutes. The patient was not hospitalized. Additional information: at prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device and no resistance while pulling back. Procedure: diagnostic coronary sheath: 6f vessel size: 6mm closure: artery.

Manufacturer narrative:
Two balloon loss of pressure events were reported to have occurred in the same patient. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. However, the devices were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that there was presence of pvd/calcium. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided. See medwatch report #'s 3004939290-2015-00137 & 3004939290-2015-00138.